Event description:
A medtronic (B)(4) representative reported an issue when they make plans on the planning workstation and transferred the data to the stealthstation s7, with synergy cranial 2.2. After that went through the process as select surgeon, select procedure, select patient, equipment, instrument and entered the plan then suddenly application exited and went back to the login screen. We tried several times, sometimes we could go into the plan but when we chose the guidance view, the same thing happened. We removed the plans and tried the same process, it was no problem. So the issue appears related to the plans in the application. There was no patient present.

Manufacturer narrative:
The initial report was received on (B)(4) 2011 and found to be a non-reportable malfunction based on the information available. On 08/16/2012, new information was available during the software evaluation and the decision was changed to a reportable malfunction. The reported event was confirmed through software testing by medtronic personnel. The software evaluation of the stealth archive showed that the anomaly occurred when a plan aligns with the z-axis, and guidance view is shown. The issue will be continually monitored in a medtronic software anomaly tracking database.